Manufacturer narrative:
(B)(4). The distributor visited the user facility and confirmed that no abnormality on the ventilator or the pressure relief valve was found. The ventilator in question was brought back to the distributor office from the user facility on august 3rd, 2009. It was noticed that the ventilator was overdue for maintenance. Without performing the inspection at the distributor office, the ventilator was sent to the repair shop for repair. Please note that the user facility was explained by the distributor that the relief valve is designed to be detachable and should be attached tightly with the fixing bracket before use. The user facility is also aware that the fixing bracket for the relief valve is an optional item. We have concluded that the reported incident was most likely occurred due to user handling and maintenance.

Event description:
Reportedly during use on a pt, the relief valve control knob on the e200 ventilator popped off and stopped ventilation. An audible alarm occurred at the time of the incident. The pt was not ventilator-dependent. The pt was able to call a nurse by nurse call and the incident was handled quickly. It was reported that the pt's spo2 decreased. The pt was ambu bagged and spo2 recovered to 100% within 10 minutes. The pt was switched to another ventilator. Note: no permanent pt injury occurred as a result of this event.